Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
Ventec was made aware of an allegation that this vocsn device was involved in a "sentinel event" which had occurred within the last year. There was patient involvement associated with the reported event, however, no details about the patient or the event were provided to ventec, including outcome of the patient. As a result, outcomes attributed to adverse event shall be left blank. Ventec has made multiple attempts to contact the customer in order to confirm the date of the event, information about the patient, outcome of the patient, alleged product problem, and any other event details (including their definition of a "sentinel event") which would assist ventec in the investigation of this complaint. The customer has not responded to ventec's multiple attempts to obtain this information. Ventec is using 01/01/2023 as a placeholder for the date of the event because the actual date of event is currently unknown.

Manufacturer narrative:
H6: ventec received the device for evaluation. Prior to performing any service activities, ventec downloaded the device¿s electronic logs for analysis. Ventec reviewed the logs and observed that there were no system faults, no abnormal power on events, and no internal concentrator alarms or warnings. In addition, there were no ¿mark event¿ annotations, indicating prior patient use. During the device¿s evaluation it powered on without any alarms, and its waveforms showed normal readings. Ventec then tested each therapy and confirmed that each functioned as expected, without alarms. Proper device operation was confirmed through functional and performance testing. Ventec was unable to verify an issue that may have caused or contributed to the alleged ¿sentinel event¿. The cause of the reported issue could not be determined.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01100-000. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).